Manufacturer narrative:
Internal report # (B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 195, 157 and 277 mg/dl. During a routine doctor's visit, the customer shared results with the doctor and doctor stated results were too high based on customer's a1c. The customer's expected fasting blood glucose test result range is 125 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 233 mg/dl and 216 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is a week; customer's test strips are part of recall. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 195, 157 and 277 mg/dl. During a routine doctor's visit, the customer shared results with the doctor and doctor stated results were too high based on customer's a1c. The customer's expected fasting blood glucose test result range is 125 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 233 mg/dl and 216 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is a week; customer's test strips are part of recall. The meter memory was reviewed for previous test result history: the 195mg/dl (B)(6) 2017 09:04 am fasting: yes, the 157mg/dl (B)(6) 2017 09:48 am fasting: yes, the 144mg/dl (B)(6) 2017 08:50 am fasting: yes, the 140mg/dl (B)(6) 2017 08:14 am fasting: yes, the 277mg/dl (B)(6) 2017 12:27 pm fasting: yes. Memory concerns: 195mg/dl.